Event description:
Procedure: ats right upper lobectomy. According to the reporter: at the 4th firing, the device loaded with egia45ctav was inserted directly into the cavity. Firing was completed and the jaws were opened. No bleeding observed at the time. However, bleeding occurred from the vessel stump shortly after the device was removed. The surgeon tried to arrest hemorrhage with cotton, but could not stop. Since bleeding from another point was observed, the procedure was converted into open. Amount of bleeding: 1,200 cc. There was tissue damage. Operating room time was extended by more than 30 minutes. The pt is under observation and the drainage tube was removed 2 days after surgery. No reinforcement material was used in conjunction with the stapling device. To treat the bleeding point, the surgeon clamped the point with the forceps and ligated.

Manufacturer narrative:
(B)(4).